Manufacturer narrative:
Device is field equipment and was evaluated in the field and not returned to a manufacturing site. An evaluation on the device was completed: the device was tested this an implant and found no issues with the proximal locking holes as each drill went clearly through the proximal locking hole for both dynamic and static positions. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the targeted locking in the proximal end of the nail failed to target the cannulation in the nail as intended. The drill bit struck the nail. With repeated attempts the surgeon was able to pass the drill bit, however, on image intensifier shots before closing the tissues it was found that the locking screw was inserted anterior to the nail in the tibial crest. The connection screw and threaded alignment rod were both secure and in the correct position. The surgeon had to use freehand locking to complete the procedure. The implant remains in the patient. There was a reported surgical delay of thirty minutes. This report is for 2 of 4 complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.